Event description:
It was reported that pump experienced malfunction alarm with code malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, performed pump reset with guidance, confirmed malfunction did not recur, and was advised to continue using pump and call back if issue returned, which customer acknowledged and understood.